Manufacturer narrative:
On 01-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Cough [cough] toothbrush head came off in mouth. Metal bar that holds the brush on looks to have snapped/came loose at the back of mouth - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head came off in his mouth, and he had to cough it out. The metal bar that held the oral-b toothbrush refill on snapped. No serious injury was reported. On 08-jan-2023 follow up via e-mail: the consumer reported that the oral-b toothbrush head came loose at the back of his mouth and it did not require medical attention. No serious injury was reported. On 19-jan-2023 case update: the suspect product was oral-b power oral care refills precision clean eb20rb. No serious injury was reported. On 01-mar-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3765 genius 9000. The concomitant product was confirmed to be oral-b power oral care refills precision clean eb20rb. No serious injury was reported. On 02-mar-2023 case update: the concomitant product lot was b112. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cough [cough]. Toothbrush head came off in mouth, metal bar that holds the brush on looks to have snapped/came loose at the back of mouth, oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head came off in his mouth, and he had to cough it out. The metal bar that held the oral-b toothbrush refill on snapped. No serious injury was reported. 08-jan-2023 follow up via e-mail: the consumer reported that the oral-b toothbrush head came loose at the back of his mouth and it did not require medical attention. No serious injury was reported.